Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging the patient visualization of particles in airway from device and device has strange odor, burning/smoke/electrical odor also the patient alleged headaches and dizziness and waking up in his sleep and trouble breathing related to a bipap device's sound abatement foam.the medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection -dust/dirt and fibrous contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device.evidence of water ingress and mineral deposits found in the blower box and at the bottom of the blower, suggesting the use of non-distilled water. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes,that they could not confirm the customer complaint and they confirmed the presence of contamination in the airpath.evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Section h6 was not captured in previous MDR,now it is corrected and updated in this report.